Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy due to noise. Lead fracture was suspected. The lead was capped and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.